Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 6mm 180cm angioguard rx embolic capture guidewire (ecgw) system could not be removed from the storage. The device was not used, and an unknown device was used to continue the procedure. There were no reported injuries to the patient. The device was stored and handled per the instructions for use (IFU). There was no damage to the outer packaging of the device. A non-sterile ¿rx/6mm basket diameter/180cm¿ device was received in a clear plastic bag. The returned components included the delivery sheath, capture sheath, filter introducer, torquing device, ecgw system inserted into the wire lumen of the delivery sheath, and the peel-away introducer; the remaining components were not returned. The filter was found stuck in the proximal end of the filter introducer, and the guidewire exhibited a kinked condition near the proximal end of the filter. No other abnormalities were observed. Dimensional analysis of the filter introducer's internal diameter confirmed it was within specification. An initial attempt to remove the filter by pulling it through the intended distal tip by hand was unsuccessful, resulting in a failed functional analysis. Subsequent efforts using pliers to pull the wire in the intended direction were also unsuccessful. Eventually, the filter was removed by pushing it in the opposite direction. While the filter remained inside the introducer, magnified imaging was unable to confirm damage due to visual obstruction from the introducer and compression of the filter. After removal, magnified inspection revealed no anomalies or damage to the filter struts, but a light outward kink was observed on the membrane walls. It could not be determined whether the membrane damage resulted from excessive handling during removal or if it was pre-existing. The overall analysis confirmed the filter was stuck in the proximal end of the introducer, dimensional analysis was within specification, and functional testing failed due to inability to hand-pull the filter through the introducer. The light kink on the membrane may be related to handling during removal, but this could not be confirmed. A product history record (phr) review of lot 35271539 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported customer event ¿packaging/pouch/box-removal difficulty from dispenser (embolic protection device)¿ was not observed. However, the malfunctions ¿filter basket-kinked/bent¿ and ¿delivery system-loading (docking) difficulty-through introducer¿ were observed. The exact cause of these events cannot be determined. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿caution: guidewires are delicate instruments and should be handled carefully. Prior to use, and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Do not use defective equipment. Fill a 5 ml luer lock syringe with sterile saline and purge all air. Attach syringe to luer lock hub on the end of the filter introducer. Inject 5 ml of saline to purge all air from the deployment sheath and filter basket (ensure distal tip of the deployment sheath is inside the filter basket introducer tip prior to purging the system). You should see saline dripping from the proximal end of the deployment sheath (inside the coil dispenser). Disconnect syringe. Remove the two proximal (closest to the torque device) anti-migration clips holding the guidewire in the dispenser coil. Ensure the torque device is locked onto the guidewire. Gripping the torque device in one hand and the coil dispenser in the other, pull on the wire until the basket is completely docked into the tip of the deployment sheath. When completely docked, approximately half the filter basket will still be visible out of the end of the deployment sheath. After the deployment sheath is completely docked, remove the remaining distal anti-migration clip (closest to the filter introducer) and continue to pull back on the torque device to disengage the docked deployment sheath/guidewire assembly from the filter introducer. Loosen the torque device. While holding the torque device in one hand, gradually pull back on the guidewire with the other hand. Continue to pull the guidewire through the torque device until the proximal end of the deployment sheath is visible at the proximal end of the torque device. Tighten the torque device onto the deployment sheath to secure the deployment sheath to the guidewire.¿ based on the available information and product analysis, the cause of the kinked filter basket and loading difficulty could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Event description:
As reported, a 6mm 180cm angioguard rx embolic capture guidewire (ecgw) system could not be removed from the storage. The device was not used, and an unknown device was used to continue the procedure. There were no reported injuries to the patient. The device was stored and handled per the instructions for use (IFU). There was no damage to the outer packaging of the device. The device will be returned for evaluation. Addendum: product evaluation revealed the filter basket membrane walls are kinked outward.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 6mm 180cm angioguard rx embolic capture guidewire (ecgw) system could not be removed from the storage. The device was not used, and an unknown device was used to continue the procedure. There were no reported injuries to the patient. The device was stored and handled per the instructions for use (IFU). There was no damage to the outer packaging of the device. The returned rx/6mm basket diameter/180cm unit was received non-sterile in a clear plastic bag and included the delivery sheath, capture sheath, filter introducer, torquing device, ecgw system (inserted into the delivery sheath), and the peel-away introducer; the remaining components were not returned. Visual inspection revealed the filter basket was lodged at the proximal end of the filter introducer and the guidewire exhibited a kinked condition near the proximal end of the filter. Dimensional analysis of the filter introducer¿s internal diameter showed all measurements were within specification limits. Initial attempts to extract the filter by pulling it through the distal tip were unsuccessful, resulting in a failed functional analysis. Ultimately, the filter was removed by pushing it in the opposite direction using pliers. Post-removal inspection under magnification revealed no structural anomalies on the struts, although a light outward kinked condition was observed on the membrane walls. The damage origin could not be confirmed¿it remains uncertain whether it resulted from excessive removal force or pre-existed. The root cause of the filter¿s immobility could not be conclusively determined, but findings suggest a potential link to the manufacturing process. The reported event ¿packaging/pouch/box-removal difficulty system from dispenser (embolic protection device)¿ could not be evaluated because the coil dispenser was not returned. Additionally, the malfunctions ¿delivery system -loading (docking) difficulty¿ and ¿filter basket-kinked/bent¿ were discovered during the product evaluation. The root cause of these events is currently unknown. It is possible that the difficulties encountered while attempting to remove the delivery system from the coil dispenser were caused by the inability to pull the filter basket through the introducer. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿prior to the interventional procedure, all equipment and packaging, including the angioguard rx emboli capture guidewire system, should be inspected and examined carefully for defects,¿ and ¿check guidewire, filter basket, deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage. Do not use defective equipment.¿ based on the available information and product analysis, the cause of the "delivery system -loading (docking) difficulty and filter basket-kinked/bent" could not be determined; however, it is potentially related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.